Manufacturer narrative:
H10: e1 - reporter phone number - (B)(6).

Event description:
Philips received a complaint from the customer indicating that the v60 device's bracket was shaking. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
The customer declined service and repair. No additional details regarding the reported issue and its resolution are available. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.